Event description:
Allegedly, at the end of a laparoscopic cholecystectomy, doctor noticed that pt sustained burns in the abdominal wall to the right of the umbilicus and left anterior thigh. The burns were described as superficial and were treated with silvadene ointment only. Procedure was completed. Pt condition post op was fine. The light cable has damage to the sheathing and inner monocoil. There are burn marks at the kinked or damaged area about 72mm from the distal end of the cable. The condition of cable is consistent with customer mishandling.

Manufacturer narrative:
The light cable was evaluated and found to have damage to the sheathing and inner monocoil. There is a burn discoloration on sheathing where the damage is located. Damage from the sheathing and monocoil caused broken fibers in the cable. The damaged area radiates heat when attached to the light source due to an excessive amount of broken fibers in damaged area. This is what caused the discoloration on the sheathing. Damage is consistent with customer mishandling. As per the customer, the light cable had a minor break in the insulation that was not immediately obvious.